Event description:
It was reported that an ilet user experienced an occlusion alert and a consecutive stalled motor restart alert, after which the user changed supplies and restarted the device but continued to receive the occlusion alert until performing a dry run and a full supply change with technical support; insulin delivery then resumed, and the user¿s blood glucose was initially high before returning to range later. Symptoms included hyperglycemia. Outcomes included temporary hyperglycemia without injury or hospitalization. Investigation included technical troubleshooting and user education with a successful dry run and guided full supply change. Investigation of this case revealed no confirmed device malfunction, with cause of hyperglycemia and alerts remaining unclear. It was concluded that the event was non-serious and resolveable with supply change and restart, with no further intervention required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.